Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was received in segments and was analyzed. The distal conductor was noted fractured. Defib conductor was distorted and the inner tubing was kinked/buckled.

Event description:
It was reported that the patient alert was triggered, due to impedance greater than 2600ohms. The lead was revised. No patient complications were reported as a result of this event. Patient outcome is reported as "good".